Event description:
It was reported that patient had a pump refill in 2009 and the medications were increased "by 50". Two days later, the patient experienced chest pain and went to the emergency room; a problem with his heart was ruled out. The patient was seen by an hcp in the next day; the hcp again increased his medications "by 50" and sent him home. The patient returned to the emergency room in the same day, with continued chest pain. At this visit it was "determined it was the pump"; the patient was given oral baclofen and valium. Per the reporter, the ER staff was not trained in the pump and made the "assumption" that the pump was causing the chest pains. The ER staff could not see the pump using imaging techniques. The emergency room hcp told the patient he had severe spasms in his chest and was able to locate the spasms with his fingers. The hcp told the patient he was not getting medication from his pump and prescribed oral baclofen and dilaudid. The patient also had trouble speaking, his leg was bouncing and out of control, and the pain in his back and chest was "beyond comprehension". At the time of the report the patient was speaking slowly, groaning and breathing heavily at times. The patient was experiencing severe pain. The patient had not taken all his medications because "he needed to be alert to find a new md". The patient's next pump refill was due in 3 weeks. An hcp suggested adding local anesthesia to his medications. The patient felt he could not wait 3 weeks for the refill. The patient had been dissatisfied, as none of the hcp's were able to help him with either his pain or spasticity. The patient was told by his hcp that the dystonia was not neurological. The patient was at home at the time of the report in serious condition.